Manufacturer narrative:
One device was returned for investigation. It was reported that the trach's swivel was separate from the trach connector and seated inside the elbow. Visual inspection confirmed that the type of device returned was built with the silicone connector that holds the swivel ring in place without a permanent retaining ring. The investigation determined that the device met manufacturing specifications and that the accessory was inserted too far down on the swivel. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the rn noticed that the hub of the tracheostomy that was in patients' neck was broken. The ballard was left on the hub. The trach was replaced. There was patient involvement and there was no patient harm.